Event description:
It was reported that a pt had a stent placed for treatment in 2003, and recovered well without complications. Forty-five days later it was found that food was blocking the stent when the pt was admitted to the hosp with intermittent dysphagia. The stent washed with saline for treatment of the food blockage. It was reported that an uncoiled wire was blocking the lumen of the stent. A second stent, made by a different MFR, was implanted in the pt. The pt's condition was reported as having no complications. The device remains implanted in the pt and, therefore, a failure analysis could not be performed. Without evaluating the device, co is unable to determine if the device met specifications. A lot history search was performed and no other complaints were found for this lot number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and this event.